Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our (B)(4) dist that there was a vns pt who had a prophylactic generator replacement and their lead replaced for high lead impedance. The pt did not have any fall or injury preceding the event. Good faith attempts are underway to have the explanted product returned for analysis.